Event description:
Very little is known about this case and follow up has to date been unsuccessful. A "torn right atrial appendage during a laser lead (2 leads - (B)(6)) removal case" was reported. The patient was undergoing the extraction for a reported acute pocket infection, was stabilized post-operatively and transferred to the ICU for recovery. Further information is not known at this time.

Event description:
This was a left-sided cardiac lead extraction of 2 leads (ra - mdt passive lead; 20yrs old and rv - intermedics passive lead; 22yrs old) due to lead erosion and acute pocket infection. The patient was prepped with a femoral line, fluoroscopy in use, tee available, performed in the ep lab, with cvs on standby. The md cut and prepped both leads with a lld #2. Lasing began with a 14f sls ii on the ra lead, encountering minimal resistance at the svc/ra junction but carefully bypassed. Lasing continued to the ventricle until the lead released. Blood pressure remained stable at this point. Continuing with the 14f sls ii lasing began on remaining rv lead. Progression was smooth until reaching approximately 5cm from the lead's distal tip. The sls was removed and the md added the teflon outer sheath, reinserted the catheter and continued to lase. The outer sheath was able to extend beyond the distal end of the sls but the laser sheath remained idle. The md upsized to the 16f sls ii and successfully extracted the lead. Within a minute of removing the lead and the sls the patient's blood pressure declined. Cardiac tamponade was noted on fluoroscopy, CPR was initiated and within 5 minutes the cvs performed a sternotomy. The tamponade was drained, a 5mm perforation in the ra was repaired, sternum was closed, and drains were placed. The cvs stated the "patient injury was not caused by the laser but was a result of the procedure."